Event description:
Customer reported that the insulin pump became unresponsive during a bolus. The blood glucose reading was 157 mg/dl. She stated that the numbers were also moving without input. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.